Event description:
During hospitalization the pt experienced a hematoma at the access site and low blood pressure. Reportedly, there was surgical repair of the right femoral hematoma and medical treatment for the low blood pressure. This resulted in prolonged hospitalization and was a life threatening event.